Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a balloon pinhole was observed. The target lesion was in the left anterior descending (lad). A balloon pinhole was observed in the 2.75x12mm taxus express2 drug eluting stent balloon. The customer reported that they "pulled negative to prep and got air bubbles in the indeflator so determined a hole in the balloon." The procedure was completed with another of the same device. No patient complications were reported.